Event description:
It was reported by service report that the scale was not accurate and the bed was not able to zero the weight. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Result - load cell.